Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The 90% stenotic, progressive, de novo lesion was located at a bifurcation of the mildly calcified and severely tortuous left anterior descending (lad) coronary artery. Vascular access was gained via the radial artery. The 12mm x 3.5mm quantum maverick monorail balloon catheter was being used to post dilate a drug eluting stent. On inflation was performed to 18 atms. Significant resistance was reported during withdrawal and a shaft break occurred. It was further reported that the shaft slightly kinked during the procedure. The device was removed with the guide catheter as a unit. The procedure was successfully completed with this device. No pt complications were reported. Pt status is reported as "stable".